Event description:
The pt underwent implantation of a synchromed pump in 1997 with a catheter implanted in 1992 for intrathecal infusion of morphine for pain. The pt underwent a pump and catheter revision in 2001. During the procedure, a black necrotic tissue mass was found at the tip of the catheter. The pt has now received a drastic decrease of the pt's high concentration morphine and the pump was turned off for two weeks.